Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 12, the implant had lost osseointegration in type ii bone. Clinician reports peri-implantitis, an infection, mobility, bleeding, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 12, the implant had lost osseointegration in type ii bone. Clinician reports peri-implantitis, an infection, mobility, bleeding, and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).